Manufacturer narrative:
The reported issue was identified as a software problem. Restarting the system resolved the problem. There have been no reports of recurrence. This investigation is considered complete and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, the xhibit central station display showed only the spacelabs logo during telemetry patient monitoring. The issue was resolved by performing a system restart. No one was injured as a result of this event.